Event description:
It was reported that high capture thresholds were noted on the right ventricular (rv) lead. The physician attempted to reposition the lead but the helix was not able to extend, so the physician elected to explant and replace the lead. The patient condition was stable.